Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b5/d10). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, the error messages were displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic and completed using the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a pinhole on the channel tube. In addition to the e315-incompatible scope error, other evaluation findings are as follows: an e218-scope malfunction error occurred due to a shortcut of the circuit board unit; switch#2 and #1 did not work due to wear of the switch box; there was water invasion in the device; and the venting connector was defective. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope was leaking. This occurred during reprocessing and patient was not under anesthesia at the time. There was no report of delay or patient harm. The device was returned, evaluated, and an e315- incompatible scope error was found due to water invasion inside the device. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.